Manufacturer narrative:
On (B)(6) 2017, the recipient was prescribed amoxicillin for 10 days. The company was also informed that the recipient's internal magnet may be displaced after an MRI procedure performed on (B)(6) 2015. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has no further concerns at this time. The recipient has resumed use of the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing a cyst and soreness at that implant site. The recipient is being treated with antibiotics. The recipient was recommended non-use of the device until antibiotic treatment is completed.